Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient¿s wearable failed and was removed. Prior to removal the patient was asymptomatic and not showing any signs of having a hypoglycemic or hyperglycemic event. The patient¿s mother performed a fingerstick and the patient¿s blood glucose (bg) was 156 mg/dl. An unspecified time later the bg was 44 mg/dl, the patient¿s mother injected the patient with glucagon. The patient¿s parents took the patient to the emergency room and on the way there she performed another fingerstick and the bg was high. The patient was asymptomatic, and no treatment was performed at this time. Upon arrival at the hospital, hospital staff checked the patient¿s bg values and it came back as 800 mg/dl. The patient was diagnosed with diabetic ketoacidosis. The patient¿s mother stated that no medication was provided during their time at the hospital and was under observation until his bg reached 200 mg/dl, at this time a new sensor was inserted. The patient was discharged when their bg was stable at 180 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling fine. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.